Event description:
During a laparoscopic cholecystectomy procedure, clip dropped off before firing. Another like device was used to complete the case. There were no adverse consequences to the patient.